Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced pain at the scs ipg pocket site as the patient had lost weight and the scs ipg was loose within the pocket (date of event is unknown). As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the scs ipg was explanted and replaced with a different model per the patient's request and the pocket site was relocated. The issue resolved following the procedure.